Event description:
Pt was placed on the pain pump following open nissen procedure. Pt received 5.5 mg of mso4 in recovery rm. Pt transferred to ward at that time and was alert and oriented. Pca pump was restarted on ward with same settings. Approx 45 mins after restart of pump, nurse went to check pt and found him cyanotic and unresponsive with a respiratory rate of 6/mm. She noted the medication bag to be empty at that time. The pump noted that only 1 mg had been delivered, yet the bag which originally contained 250 mg, was empty. Pump recordings did not match remains in bag. Unit was locked and considered to be tamper-proof. Twelve hrs after the incident, pt is recovering on narcan drip and supportive care with no apparent permanent effects.